Event description:
It was reported that the customer had high blood glucose, dka and was hospitalized. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer's site was gray in color due to the insulin was not absorbed underneath. Caller stated that the customer also had stomach issues and that the insulin pump got wet when customer was in the shower. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.